Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), the patient experienced failure or loss of implant to integrate.